Event description:
It was reported that they encountered a cadd epidural pump scenario where the pump appeared to function normally, cycling and logging doses as delivered and no fluid was actually leaving the bag, resulting in loss of analgesia. It required multiple physician hand boluses and an epidural catheter replacement before the pump issue was identified. There was unknown reported patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.